Event description:
The customer reported that there was a communication error and that the system locked up during a procedure. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.